Event description:
The consumer alleges the wire melted through and off from the wheelchair controller. They allege there was a flame under the wheelchair. They reportedly pushed a "panic button" which summoned aids at the facility who provided assistance. No injury occurred.